Event description:
During open reduction internal fixation right trimalleolar ankle fracture the head of a screw sheared off as it was being inserted into the plate. The screw shaft had to remain in place as it was seated in the bone. The screw has been retained and will not be released to the MFR until it is apparent no further issues arise in regards to this patient's healing.